Event description:
An advocate from (B)(6) stated a blood glucose test was run on her granddaughter using the contour and the reading was 13mmol/l. The test was re-run on a different meter and the reading was 6mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation.

Manufacturer narrative:
Not all patient information was provided. The model number was not provided.